Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section e1 (address, city, zip code). Device evalution: the device is not returning to zoll and the customer was informed that this device is retired and not on the FDA-approved AED list.